Event description:
It was reported the patient experienced cloudy peritoneal effluent fluid and a bloody bag, coincident with peritoneal dialysis therapy. The cause of the event was unknown. The patient was not hospitalized for the event. On an unknown date in the same month as the cloudy effluent and bloody bag, the patient was treated with an unspecified intraperitoneal antibiotic for one dose (medication and dosage not reported) for the cloudy effluent. Dianeal therapies were ongoing. The patient was recovered from the event. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). This report involves a patient who experienced cloudy effluent in the context of peritoneal dialysis. While there was no peritonitis reported, it is currently unable to be ruled out as a cause for the reported symptoms. The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.